Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low impedance. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.